Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's l3 drg lead had migrated and l4 drg lead had high impedances. As a result, surgical intervention took place (B)(6) 2025, wherein both the l3 and l4 drg leads were explanted and replaced with a single s1 drg lead to address the issue. Physician was unable to replace the leads at l3 and l4 due to scar tissue. Post-operatively therapy was restored.